Event description:
Additional information received reported the patient had ¿extreme looseness,¿ double vision, and could not use her lower legs following the replacement. The patient got ¿1/2 the day¿s¿ dose all at once during the procedure. Prior to the surgery the therapy was ¿perfect.¿ the physician asked to stop infusion for four hours and then ¿reinfuse¿ at a lower rate. The symptoms had resolved at the time of the report. As of 17-aug-2012 the patient had improved therapy results.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. The pump passed all non-destructive lab testing. There were no anomalies seen in the logs. Analysis of the catheter l46108 revealed a hole in the catheter body caused by deep abrasion. The appearance of the distal end of segment 2 and the proximal end of segment 3 indicated the catheter may have had a deep abrasion in this area (right at the edge of the strain relief sleeve) that went through the catheter lumen. It looked like the catheter may have not yet completely broken off, but was broken completely during explant. Close inspection of this area showed smoothness of the edges of both segments. This deep abrasion may have been the cause of compression of patient's anatomy.

Event description:
It was reported the patient's device system was replaced due to normal battery depletion and a catheter break. The doctor could not aspirate the catheter. The entire catheter was looked at using fluoroscopy to identify a break or kink. It was decided to bolus the patient with the drug content in the catheter and then administer dye to determine if the catheter was broken, watching with live fluoroscopy. The patient received between 182 - 297.7 mcg of baclofen and then the dye. A "blush" was seen somewhere in the proximal portion which is the portion that was believed to have stayed in the patient's left flank. The doctor tried to explant the entire catheter unsuccessfully. It was noted the patient had reported she was receiving effective therapy though her physician reported intermittent episodes of ineffective therapy. It was also noted 31 ml of drug was aspirated out of the pump; the expected residual was 3 2 ml. The patient was admitted overnight for monitoring after the intraoperative baclofen bolus. The patient's post-operative status was unknown. The device system was used to deliver lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: (B)(4), lot# l46108, serial#, implanted: (B)(6) 1997, explanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.